Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (01) (B)(4).

Event description:
Clinical der states intraoperative tibial bone fracture.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Provided x-rays were dated (B)(6) 2016 which is approximately seven weeks prior to the reported date of insertion of (B)(6) 2017 and did not add value to complaint confirmation or root cause determination. Medical records were reviewed and from a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. Based on the inability to determine a root cause, and no evidence of product error as a contributing factor to the reported event a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der states intraoperative tibial bone fracture. Update 2/6/2017: medical records received. After review of the medical records for MDR reportability, while press-fitting the tibial tray a fracture occured that displaced through the drill tract and this may have been 1mm of displacement at most. Two screws were placed. There is no new information that would change the existing MDR decision.